Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported that the aviva system gave at blood glucose result of 172 mg/dl at a time when the customer had symptoms of hypoglycemia. He had passed out and was semi-conscious at 4:52 am. Wife treated customer by giving him a glass of orange juice. She checked his blood glucose level at 4:54 am and it was 172 mg/dl. After 35 minutes customer began to feel better. Wife then gave him a peanut butter sandwich. A request was made for the return of the meter and strips, replacement sent.